Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The na result was reported to the physician(s). The sample was repeated on the same instrument and the corrected na result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After evaluation, the cse replaced the diluent syringe tip, rotary valve seal and tubing. The cse also checked the system flow rate. The cause of the discordant sodium result is unknown. The cse successfully ran calibrations and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.